Manufacturer narrative:
Findings: no moisture damage found inside the pump. However, unit received with corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after the device fell in water. The customer had a blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.